Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a damaged response button cable and an intermittent response button switch. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the defective response buttons.

Event description:
A us distributor returned monitor (B)(4) and reported that the response buttons were non-functional.